Event description:
New information states that the lead was capped and replaced on (B)(6) 2019. The procedure was completed without complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that there were multiple non sustained ventricular oversensing episodes were noted due to lead noise. Lead revision was discussed. The patient was stable.